Event description:
Customer called to get help with running of standard strip. Troubleshooting big phone confirmed that the standard strip was reading out of range. The meter was replaced and the defective one was returned for further investigation.